Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer was unable to prime a one-link needle-free catheter extension with an unspecified amount of normal saline solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not reveal any obvious defects. Microscopic inspection showed that the one-link had a gland re-knit. Flow testing was performed; the device primed and flowed normally. The reported condition was verified due to the re-knit gland. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.